Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a patient line is blocked alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient skipped treatment in the absence of the cycler. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (unknown dose). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient and the original cycler are available for return for physical evaluation by the manufacturers.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During disinfection, the alleged failure was confirmed and a leak was found on the cassette film. A visual inspection in the microscope was performed on the sample cassette and noticed a hole at the cassette film. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications. The investigation into the complaint was able to confirm the reported event.